Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that shortly after implant, the ins was overheating. It was noted that the patient had an MRI for low back pain with the system. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the cause of the ins overheating wasn't determined. The patient reported that the doctor that removed the ins, did state that he observed a physical anomaly on the device. No further complications were reported.